Event description:
The pt was admitted for a procedure in 2008 with a 90% lesion in the distal circumflex. The lesion was de novo, moderately calcified and slight tortuous. After implanting a cypher stent at the distal end of the distal circumflex, the physician planned to implant a second cypher. While the guide wire was being inserted into a 3.0 x 23mm cypher (from the tip), the physician found the stent to be flared. It is not known which edge of the stent was flared. Therefore, a different cypher was implanted to complete the procedure. There was no reported pt injury. The physician commented that the cypher was not hooked onto anything when removed from the package.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.